Event description:
The physician reported that the pt was externally defibrillated due to subsequent failure to interrogate the subject device was indicated and it did not exhibit pacing or magnet reaction. The subject device is expected to be replaced.

Manufacturer narrative:
This event concerns a device that was manufactured and unused outside the united states. Analysis is pending.